Event description:
Physician reported that he inserted 2 punctum plugs into a patient after properly gauging the punctas./ at a follow-up appointment he found a pyogenic granuloma in one of the punctas. The plug was removed and the patient treated with dexamethasone for 10 days. The granuloma has almost completely resolved.